Event description:
Reference number (B)(4). Event occured in the united states. It was reported, the patient faced insulin flow block alarm event on (B)(6) 2025. The blockage was at site. Patient had high blood glucose levels. Site of insertion was thigh. Patient was treated via multiple daily injections (mdi). Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003268, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6003268 was manufactured according to the work instruction (wi) version 94 and manufactured in the machine multivac 10 on 15/sep/2023, with a total of (B)(4) units. Glue-connector lot: the lot 3j01293 was manufactured according to the wi version 35 and manufactured in the machine mp03 on 14/sep/2023, with a total of (B)(4) units. The lot 3j01298 was manufactured according to the wi version 35 and manufactured in the machine mp03 on 15/sep/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.